Event description:
Boston scientific crm received information that both this lead was explanted and replaced due to the p wave amplitude decreasing to 0.5 mv and atrial oversensing. To date, no adverse pt effects were reported. Implant date was not made available to us.